Event description:
It was reported that the camera head was not working. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1- address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage and corroded coupler. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the reported allegation of the camera head not working could not be determined. For the additional finding of the coupler being corroded, the most probable cause was traced to a component failure. The water leakage was attributed to a cut on the outer sleeve of the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.